Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (unknown meter). The reporter claimed obtaining blood glucose readings of 256 mg/dl with the subject meter and 91 mg/dl on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned on 04/15/2015 and evaluated by lifescan product analysis on 04/17/15 with the following findings: the meter has passed testing with no faults found. The reported complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.